Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Not defrosting. Confirmed complaint: pulse piston assembly dirty and corroded. Handles cracked. Repair order (B)(4). Ll100 cryosurgical 900001 (B)(4).

Event description:
Not defrosting. Confirmed complaint: pulse piston assembly dirty and corroded. Handles cracked. Repair order (B)(4). 1216677-2022-00021 ll100 cryosurgical 900001 (B)(4).

Manufacturer narrative:
Investigation: x-inspect returned samples analysis and findings : complaint (B)(4). Distribution history: this complaint unit was manufactured at csi in 1993. Manufacturing record review:a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on log 97660. Visual evaluation: visual examination of the complaint unit revealed physical damage to the handles. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the pulse piston assembly was found dirty and corrodes which correlates with the complaint description as it would prevent defrosting. The root cause is attributable to wear and tear and handling error given the device has been in service for 29 years.